Manufacturer narrative:
The event occurred in (b)(6. In the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the active system within 10 minutes: 104 mg/dl, 79 mg/dl, 81 mg/dl, 82 mg/dl, and 61 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.